Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag disconnected from the homechoice cassette. This occurred during initial drain of peritoneal dialysis therapy and the patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The technical service representative assisted the patient with ending therapy and advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.